Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h6. Corrected fields: b5 (information was inadvertently missed) . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the light source exhibited an e103 ignition error. The intended procedure was completed using the spare/emergency lamp on the device. The customer was advised by technical support that the spare lamp was not intended to be used as a main lamp for the procedure and was only to be used for removal of the scope. Furthermore, the customer reported the lamp installed on this unit was a non-olympus lamp. It was advised the customer, use an olympus lamp.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the light source had an ignition error. There were no reports of patient harm.